Event description:
Healthcare professional reported right side "small liquid deposit"and "suspicion of bleeding left over/out the implants". Device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "small liquid deposit", "suspicion of bleeding left over/out the implants."

Event description:
Healthcare professional, later reported, no complaint against the right device. Device has been explanted and not replaced.